Manufacturer narrative:
Date sent: 7/17/2007.

Event description:
It was reported that during a lap colon procedure the device began ejecting clips. The device was replaced with a new device and the surgeon continued the procedure with no patient consequences.